Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultralink meter was not powering on when she tried to test her blood glucose. The complaint was classified based on the customer care advocate (cca) documentation. On (B)(6) 2012, at 8:30am, the patient alleged the issue began. The patient reported using novolog insulin pump therapy to manage her diabetes. The patient reported making no changes to her usual diet or activity level on the day of the alleged issue. The patient reported taking her usual dose of 10 units of novolog insulin. The patient reported developing symptoms of "dizziness" on (B)(6) 2012 at 4:00pm. The patient reported seeing her healthcare professional (hcp) for a doctor's visit on (B)(6) 2012 at 11:00am. The patient reported her blood glucose was tested on the clinic meter at it read "134mg/dl." The patient denied receiving further medical intervention for an acute complication of diabetes. At the time of troubleshooting, the cca documented that the patient was using the correct test strips and there was no misuse of the device. The cca noted that the meter does not power on when the power button is pressed. The cca confirmed the subject meter battery did not need to be replaced. The alleged issue was not resolved with training. Replacement products were sent to the patient. Based on the information provided, the subject meter did not cause or contribute to a serious injury. The patient did not report any blood glucose readings, symptoms or medical intervention by a third party or healthcare professional that suggests a serious injury occurred. However, this complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting.